Event description:
It was reported to boston scientific corporation in2007, that during a colonoscopy using a resolution hemostatic clipping device to treat a bleed (patient age and gender unknown), "the clip would not separate from the catheter". The physician had grasped the tissue but the clip would not release. "The device was pulled from the bleed site with little trauma" and the procedure was completed successfully with another resolution clip device. The patient's condition was reported as "stable".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product evaluation, and complete trend analysis are in progress; results will be provided in a follow-up medwatch report.